Event description:
It was reported that the pt is still using and benefitting from her ci, however, since three months ago, the pt reports a decrease in loudness. The pt's mother reported that the pt used to performed neurofeedback (nfb) therapy. Testing carried out on (B)(6) 2012 shows 7 electrode channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.